Event description:
The customer reported that the device failed the operational check for a shock equipment malfunction.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.